Event description:
A report was received that the patient developed a wet tap during a permanent implant procedure. The physician continued with the procedure and the patient was programmed. The patient was experiencing headaches and was given caffeine pills. The patient is reportedly doing well.